Event description:
It was reported that the right ventricular autothreshold (rvat) was higher than the programmed amplitude or was suspended. Technical services (ts) reviewed the reports and noted that this rv lead had high capture thresholds. It was noted that the thresholds seemed jumpy. Additionally, there was loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular autothreshold (rvat) was higher than the programmed amplitude or was suspended. Technical services (ts) reviewed the reports and noted that this rv lead had high capture thresholds. It was noted that the thresholds seemed jumpy. Additionally, there was loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular autothreshold (rvat) was higher than the programmed amplitude or was suspended. Technical services (ts) reviewed the reports and noted that this rv lead had high capture thresholds. It was noted that the thresholds seemed jumpy. Additionally, there was loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.